Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient had blurred vision and residual refractive error. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure. Clinical reason for explant was residual refractive error and mechanical complications of iol.